Event description:
Spontaneous call received. Patient pump sn (B)(4) yesterday ((B)(6) 2019) did not allow to fill cannula. Patient tried again, and it worked but a few hours later it beeped and asked to start all over. Patient switched to other pump. Patient states sn (B)(4) did this last time too where pump did not let him start delivery and then he got same message to take out canister and start over again. We are replacing pump. No further information known. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.